Event description:
It was reported that the procedure performed was to treat an unknown vessel. During preparation, the stent of a 3.50x15mm xience pros drug-eluting stent (des) unknowingly came off the stent delivery system, when removing the protective sheath. The xience pros delivery system was then inserted into the patient and inflated with no stent on the balloon. An unspecified des was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. It should be noted that the xience sierra, pros everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states to carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported stent dislodgement could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal, or during preparation of the device may have contributed to the reported stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017: failure to follow steps / instructions.